Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 5 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen) after noticing insulin was leaking at the site. When removed, the site appeared to be bleeding and pus was coming out. As treatment, a new pod was placed. The pod has been discarded.